Event description:
MRI confirmed that the device is "seriously contractured." Further reported was some "capsule bands", "severe pain", and that the patient "fears the risk of breast cancer, caused by the breast devices." The device has been explanted and replaced.

Manufacturer narrative:
Continued h6 -- health effect - impact code: f2203 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "seriously contractured", baker grade unknown.

Event description:
The device remains implanted.

Manufacturer narrative:
This report is late due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported with MRI results "specific sequences for silicone and mammary ultrasound intracapsular and extracapsular rupture with silicone material outside the fibrous capsule, discrete liquid peri bilateral implant ,¿cysts whose diameters fluctuate from 2 to 6 mm¿, simple bilateral cyst and the dominant cyst in the right breast." This record is for right side.the device has been explanted.